Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During a cartridge change, patient pressed the button to rewind the piston, but the pump would not respond. After pressing the button several times, the piston eventually rewound. A new cartridge was inserted and the same pump button was pressed but the piston did not advance to the cartridge level. The pump eventually responded after several presses of the button. No adverse event alleged. A request was made for the return of the device.